Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
Reportedly the physician tried to treat a heavily calcified and heavily tortuous de novo lesion in the mid left anterior descending (lad) artery. During an attempt to place a non-abbott stent (2.5 x 18 mm), the device could not be advanced and when the physician tried to pull out this device, the stent dislodged in the proximal segment and only the stent delivery system (sds) could be removed. An attempt was made to recover the non-abbott stent with a snare, but it was not possible and the snare pulled out the non-abbott guide wire. The physician placed another non-abbott guide wire in the lad, and began to stent the complete vessel from the distal segment to the proximal, placing four xience prime stents. One xience prime (2.5 x 12 mm) could not be placed and the shaft kinked proximally. Another xience prime was successfully placed. Then an attempt was made to stent the proximal segment in the section where the non-abbott stent had dislodged earlier. The physician tried to place a xience prime (3.0 x 15 mm); however, the shaft separated proximally near the hypotube outside of the patient's anatomy which was easily removed. Then the physician tried a new xience xpedition (3.0 x 15 mm) which was placed without any issues and solved the problem with the non-abbott stent by pushing the stent against the vessel wall. The patient outcome was good. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; stent: xience prime; biomatrix (2.5 x 18 mm). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.